Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion sets fell off due to prespiration on (B)(6) 2026. No further information is available.